Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer did not perform the air removal step correctly. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.